Event description:
It was reported that a patient underwent an anterior cervical spinal fusion and corpectomy at c4, c5 and c6. On an unspecified date post-operatively, it was found that the screw backed out at c4. Patient also reportedly developed dysphagia and neurological symptoms and the patient was prescribed a cervical collar. A revision surgery was performed and according to the report, "the screws were used again by changing the pilot pole sites at the surgeon's discretion". After the revision surgery, the patient was prescribed a halo vest. No information regarding health injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, the catalog # 8792813 and 510k # k073285 of 'like devices' were cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.